Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the radial reload was partially fired and the anvil clamping mechanism was deformed. Functional testing of the radial reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a wedge/segmental resection. The surgeon began to fire on the pulmonary parenchyma, but the handle became stiff on the halfway and the device could not be fired. After a while, the surgeon tried to fire the device and a strange sound was heard. The case was completed successfully using a new reload. The tissue was not thick but may have been hard. Oozing bleeding occurred as a result of the issue. There was no patient injury.